Event description:
Legal case ¿ USA (mdl no. (B)(6)). Patient ID: (B)(6) + revised left knee. It was reported via legal documentation that approximately 97 months after a left knee replacement procedure the patient underwent a revision procedure to address polyethylene wear, soft tissue damage, osteolysis, instability, component loosening, significant pain and discomfort, gait impairment, poor balance, and difficulty walking. No further issues or complications were reported. No additional information is available. Ebi initial surgery data unknown. Concomitants unknown. Implants from initial surgery could not be determined from the provided information.